Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. For clarification, the customer complaint was "the jaw would get stuck and would not open as a piece was broken at the base of the forcep". Fa, found the instrument to be fully functional.

Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the force bipolar instrument jaw would get stuck and would not open as a piece was broken at the base of the forceps. The procedure was completed with no reported injury.